Manufacturer narrative:
UDI code not available for this device. The device was not explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's access to sound suddenly stopped.